Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch:7041144.

Event description:
It was reported that patient underwent an explant procedure due to an unknown reason. The patient was doing well postoperatively, and all explanted device components will not be returned. No further information could be obtained.